Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2014 at 6:11pm. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Investigation revealed that the advanced features were set to on and were found to be accurately functional. The alarm history was found to be accurately recorded. A one hour and thirty minutes unacknowledged ¿exceeds tdd max daily¿ warning was observed in the pump history, associated with 103 unit daily delivery on (B)(6) 2014. The pump history indicated that the pump was turned off for 15 hours after the warning. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues occurring; the pump¿s history correctly reflected 24 units delivered after 24 hours. No errors, alarms, or warnings occurred during testing. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.